Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted to the device header. Port plug and silicone oil was used to insert the lead without difficulties. Device remains implanted.